Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported experienced a low blood glucose (bg) ranging from 45-55 mg/dl. Suspected cause was due to pump delivering an automatic correction bolus that was unnecessary. Customer consumed carbohydrates to treat low bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg. Multiple attempts were made by tandem¿s technical support to upload the pump data logs for a data review; however, no response was received.